Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint opt314 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (B)(4) for evaluation. The complaint device was lost in transit between the hospital and fph (B)(4) regional office. Our analysis is based on the event description and our knowledge of the product. Results: the hospital reported that as "the nurse pulled the cannula taut it snapped in the middle." A lot check could not be performed as no lot number was provided. Conclusion: without the return of the complaint device we are unable to determine the root cause of the complaint, however it is likely that the damage is a result of excessive force being placed on the nasal prongs. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is placed on hold for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained." "Appropriate monitoring must be used at all times." "Do not stretch or crush tube."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that as a nurse went to place an opt314 optiflow junior nasal cannula onto a patient it snapped in the middle as she pulled it taut. No patient consequence was reported.